Manufacturer narrative:
Concomitant medical product: edora 8 dr-t ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial and ventricular leads had high threshold and low pacing impedance. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the proximal portion of the lead was returned, analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.